Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found. Proximal segment returned and analyzed.

Event description:
It was reported the patient's wife witnessed the patient have an "unexplained collapse." The patient subsequently died. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received. Follow up revealed the patient had been in the hospital (B) (6) 2010, the device had been checked, and was reported to be working fine.

Event description:
It was reported the patient's wife witnessed the patient have an "unexplained collapse." The patient subsequently died. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - no anomalies found. (B)(4) - no anomalies found. Proximal segment returned and analyzed.